Event description:
It was reported that: during a case, the doctor was bagging the pt in manual/spontaneous mode for about five mintues with the apl valve set for approximately 5 to 10 cmh20 and noted that bag became depleted and there was no resistance when the bag was squeezed. The doctor checked the pt and verified that the pt was properly connected to the anesthesia machine breathing circuit. The doctor adjusted the apl valve to approximately 70 cmh20 and the observed condition remained. The doctor depressed the fresh gas flush button. The bag would fill slightly; however, when squeezing the bag, no pressure was present and the bag collapsed when squeezed. The doctor went for an alternate ventilation device and by the time he turned around, the bag was filled, and the doctor used the machine to complete the case. No pt injury.